Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse of peritonitis and death in a homechoice patient (hp). During a call with baxter technical services (bts), the following was reported. On an unreported date, the hp had cloudy effluent. The cause of the cloudy effluent was unknown. Further information was received from a consumer as well as from nurse on (B)(6) 2012. It was reported that the cloudy effluent was caused by peritonitis. The cause of the peritonitis was unknown. It was not reported if the hp was hospitalized for the event. Treatment was not reported. The hp passed away on (B)(6) 2012. It was not reported if an autopsy was performed. It was stated by the consumer that the cause of death was peritonitis. The nurse stated that the cause of death was unknown.

Manufacturer narrative:
(B)(4). This is report 3 of 3 regarding this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review was conducted on potentially associated lot ((B)(4)) and no issues were found related to the reported condition during the manufacture of this lot. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.